Manufacturer narrative:
The technician found the head section gas spring was out of adjustment. The technician adjusted the gas spring to repair the stretcher.

Event description:
Information received indicates the head section will drift down slowly when the patient is on the stretcher.